Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during bolus. Mother stated that they were able to rewind the insulin pump and that they use the sensor feature on the device. Customer's blood glucose reading at the time of the call was 6.7 mmol/l. No further information reported.